Event description:
It was reported that the pump exhibited an invalid syringe error. The pump was calibrated and the error continued. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed invalid syringe size. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the user using different types of syringes which was not configured for the drug library resulting in the invalid syringe size. As a result, no additional repairs were required as no issues were found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.